Event description:
Edwards received information that this device was explanted after one (1) month, twenty-four (24) days due to paravalvular leak. This was replaced with a 25 mm pericardial bioprosthesis. The patient was transferred to the intensive care unit in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, leaflet two (2) was received in open position but was flexible enough to be pushed close. Two commissures appeared distorted; these damages are likely due to explant or implant. Method: x-ray. Result: inconclusive results. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, the customer report of paravalvular leak could not be confirmed by visual observation and additional attempts to obtains more information were unsuccessful. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.